Event description:
On (B) (6) 2008, it was reported that the "laser shut itself down and did not show any error messages." During a subsequent evaluation performed on (B) (6) 2008, it was found that the "blast shield holder and blast shield cap were partially melted."this information is documented as reported to trimedyne.

Manufacturer narrative:
No consequences or impact to patient.damage internal/external.melts.device, incorrect care/use of. (B) (4).